Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury to a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of the reporting, the outcome of the event was unknown. Follow up information was received via medical records on 10 december 2009. On (B)(6) 2008, the (B)(6) patient experienced a high zinc level and low copper and ceruloplasmin levels. At the time of this report, the outcome of the events was unknown. Follow up information was received on 14 may 2010 via medical records. On (B)(6) 1999, electromyography (emg), nerve conduction study, and cervical spine and lumbar spine magnetic resonance imaging revealed borderline cervical spine stenosis at levels c6 to 7, c5 to c6, and c4 to c5, but without foraminal encroachment. Disk disease at l5 to s1 was noted of minimal compressive nature, again without foraminal encroachment. Emg and nerve conduction study revealed evidence of chronic left s1 radiculopathy. The patient was seen in consultation by rheumatology who felt the patient might have cervical spondylosis without radiculopathy and some lumbosacral strain, perhaps with sciatica on the left. On (B)(6) 2004 , the patient had a normal electromyography (emg) and nerve conduction study (ncs). On (B)(6) 2005, the patient was evaluated by neurology for falls and weakness. The patient was hospitalized the previous week for "passing out." The patient reported her blood pressure "bottoming out" every time she would get up. The patient reported falling eight to ten times over the past three months with loss of consciousness three to four times. The patient would usually get up and continue ambulating. The patient holds on to furniture when ambulating. When the patient first stood up, she felt lightheaded and dizzy and described a "warm rush" in her body. The patient also reported having blurry vision (described as "can't see") and palpitations. In a(B)(6) 2005, the patient was hospitalized and had a stent placed in one of her coronary arteries. Electrocardiogram and computed tomography (CT) of the head were negative. The patient had a history of anemia all her life. The patient was transfused with two pints of blood, received six bags of intravenous fluids, and her blood pressure medications were adjusted. The patient noticed blurry vision in her right peripheral visual field for the last two to three months (since approximately (B)(6) 2005). The patient reported having nausea and dry heaves daily. She had lost 32 pounds in the last three months. The patient had numbness in the right hand which "comes and goes." The patient reported she "drags on the right side," especially in the last few months. The patient was hospitalized from (B)(6) 2005 with unstable angina. Cardiac catheterization showed severe circumflex stenosis. The patient underwent successful percutaneous transluminal coronary angioplasty and stenting of the left circumflex artery. The patient was admitted on (B)(6) 2005 with complaints of "lightheadedness" and volume depletion and orthostatic hypotension. The patient was found to have severe hypotension with a blood pressure in the eighties. Overall, the patient's neurological review was unremarkable. The patient was hospitalized on (B)(6) 2005 for evaluation and management of chronic anemia. According to a consultation note dated (B)(6) 2007, the patient received multiple blood transfusions in (B)(6) 2005, (B)(6) 2006, and (B)(6) 2007 for chronic anemia. A bone marrow biopsy was obtained in (B)(6) 2006, which was initially consistent with possible lymphoproliferative disorder. From (B)(6) 2007, the patient was followed for anemia and leukopenia. The patient was hospitalized on (B)(6) 2007 with symptomatic anemia. On (B)(6) 2007, the patient was hospitalized due to fatigue and tiredness and was transfused due to hemoglobin of 6.5. The patient was hospitalized from (B)(6) 2008 with myelodysplastic syndrome, status post cycle number three of vidaza, and myeloneuropathy. The patient's serum copper level was found to be extremely low during this time and was expected to be the cause of the patient's myelodysplasia and myeloneuropathy. The patient complained of numbness and tingling in the lower and upper extremities, which had increased in severity and discomfort over the last two to three months. The patient reported not being able to feel where her leg was, which resulted in balance problems. The cause of the patient's myeloneuropathy ranged from b12 deficiency to paraneoplastic syndrome to (B)(6). On (B)(6) 2008, the patient had a magnetic resonance imaging (MRI) of the cervical spine that was unremarkable. On (B)(6) 2008, the patient was evaluated for neuropathy. Since (B)(6) 2005, the patient was diagnosed with myelodysplastic syndrome. The patient was treated with chemotherapy, specifically vidaza. The patient reported midway through her second treatment, she began to notice difficulties, mainly in her lower extremities. She felt like she was "walking on bristles." She characterized it as a "pins /numbness" feeling. This was noted in her feet and lower extremities up to her waist, overall with left greater than right. She also described this in her hands and extremities up to the elbows. The patient was diagnosed with a copper deficiency in (B)(6) 2008. The patient had been taking copper and her blood counts had improved and she remained stable. Treatment with lyrica, cymbalta, and gabapentin lead to swelling. Zonisamide and elavil did not help. The patient reported difficulty with ambulation. She had falls given the balance difficulties. The patient also had difficulty with fine motor coordination with her hands. X rays of the lumbosacral spine showed degenerative changes and probably osteopenia. On (B)(6) 2008, emg/ncs showed mild to moderate prolongation of the distal latency in the left median motor nerve. Otherwise, this was a normal study. On (B)(6) 2008, emg/ncs showed mild peripheral neuropathy. From (B)(6) 2008, it was noted that the patient's neutropenia, thrombocytopenia, and anemia were completely corrected once copper replacement therapy was initiated. On (B)(6) 2008, the patient received oral copper replacement therapy with "excellent" hematologic response. The patient felt better except for the neuropathy. On (B)(6) 2009, the patient was seen for cardiac follow up and a questionable myocardial infarction earlier that month. On (B)(6) 2009, the patient's copper and zinc levels were within normal range.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).